Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (service code 204/damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing. Upon investigation the electrode belt was unable to communicate with a monitor. The monitor receptacle connector was super glued to the trunk cable connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was experiencing a service code 204 (monitor/belt unusable) and that the monitor had a damaged case.